Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The us complainant had a automated impella controller (aic) turned on for a swap but, there was an issue reported with unresponsive buttons. They were unable to mute, change the flow or initiate other functions. Another device was used. No patient was involved.